Manufacturer narrative:
The valve was returned and analyzed following our quality procedure. The valve is quite clean with colorless liquid inside. No deposit and no marks can be seen in the valve. Flow of air and alcohol remains possible through the valve and the rotor can be adjusted upon return and after cleaning. According to our functional controls, the valve meets its specifications.

Event description:
The valve was set on its highest operating pressure and could no longer be adjusted. It was necessary to remove the valve and replace it.

Event description:
The valve was set on its highest operating pressure and could no longer be adjusted. It was necessary to remove the valve and replace it.